Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse the medication and the developed hypotension. During neosynephrine (neo) infusion therapy in the pediatric hemonc and ortho/trauma unit. The registered nurse (rn) reported that during the neo infusion programmed at 1.4-1.6 mcg/kg/minute which is 69.05-78.91 ml/hour, the patient's blood pressure (bp) was not showing improvement with titrating. The rn observed the pump and did not see any "gtts" (drops) falling. The pump was swapped out after line evaluation and the blood pressure improved and drops were noted to be falling. No further information was available at the time of this report.

Manufacturer narrative:
Additional information h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.